Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the final investigation. Correction d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image sensor unit or printed circuit board in the video connector was damaged, causing the suggested event. Olympus could not specify why the image sensor unit or circuit board in the video connector was damaged. The event can be detected by following the instructions for use: chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system, inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
Additional information as obtained from the customer: the malfunction occurred at the beginning of a diagnostic laparoscopic cholecystectomy. The procedure was completed using a similar device which resulted in a 10 minute delay. There were no other devices involved or replaced during the event. There were no error messages observed because of the failure.

Event description:
The customer reported to olympus, the deflectable videoscopes entire screen becomes black and shows no images. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found non-olympus bending section rubber and glue, uneveness of seal around objective master and slave lenses, no image on evis master and slave, non-olympus light guide tube, crack in master case and master plug of master and slave video connector and non-olympus master and slave video cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.